Event description:
Description of event or problem: this serious spontaneous device report was received from a medical assistant on behalf of a physician via a sales rep in the united states. A male pt of an unk age experienced a heart attack after receiving the first euflexxa (1% sodium hyaluronate) injection in both knees for osteoarthritis. On an unk date, the pt received the first euflexxa injection in both knees for osteoarthritis. In (B)(6) 2012, the pt experienced a heart attack. It was unk if the euflexxa injections continued. At the time of reporting, the pt recovered from the event. Medical history was provided. Further info has been requested. If new significant info is received, a f/u report will be submitted.

Manufacturer narrative:
Company comments: the hyaluronic acid component of euflexxa not likely related as ha has been shown to inhibit platelet aggregation and platelet adhesion, however, insufficient info for proper assessment, unassessable.